Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass it was discovered that the oxygenator had been setup incorrectly. The "gas in" line had been connected to the "gas out" port of the fx15 oxygenator. This event occurred two and a half years ago but had not been reported until (B)(4) 2015. The effect on the patient and outcome of the surgery are unknown.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).